Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the implanter could not get good measurements with the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This indicated that the helix being over-retracted during implant procedure. When this happening, no more helix functions possible and that may cause electrical problems due to lack of connection from helix to the heart tissue. If information is provided in the future, a supplemental report will be issued.